Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the alleged infection was not related to the design, manufacture, and/or sterilization of the revised implants.

Event description:
It was reported by an onkos sales representative, that a patient with eleos distal femur replacement underwent revision surgery on (B)(6) 2025 due to an alleged infection. This report captures eleos stem extension. This event will be reported as a serious injury due to the revision procedure.